Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(6). The batch: 6006802, in question was manufactured at the reynosa site. Device history record (DHR) review: packaging: the lot: 6006802 was packaging according to the work instruction (wi) version 78, in the machine multivac 12, on 23/apr/2024, with a total of (B)(4) units. Assembly: the lot: 4d03099 was assembled according to (wi) version 27 on-line inspection for assembly of quick set on 23/apr/2024, with a total of (B)(4) units. The lot: 4d03100 was assembled according to (wi) version 27 on-line inspection for assembly of quick set on 23/apr/2024, with a total of (B)(4) units. The lot: 4d03101 was assembled according to (wi) version 27 on-line inspection for assembly of quick set on 23/apr/2024, with a total of (B)(4) units. Gluing of tubing: the lot: 4d03083 was manufactured according to the (wi) version 41 in the gluing of tubing in the machine, mp04 & mp08 on 21/apr/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.